Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp). It was noted that wavelet initially withheld appropriately until high-rate timeout allowed fast ventricular tachycardia (fvt) detection and atp therapy was delivered. It was reported that the rhythm then accelerated into ventricular fibrillation (vf) and shock therapy was delivered. High-rate timeout was disabled and a new wavelet template was collected. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.